Manufacturer narrative:
Date sent 10/4/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device was ejecting and scissoring clips. Another device was used to complete the case with no patient consequences.